Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated the lens was loaded incorrectly. This is one of two lenses used on this patient - see MFR. Report # 2023826-2009-01411. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was preformed and one similar complaint was found within the work order. (B) (4).